Manufacturer narrative:
Initial.

Event description:
It was reported that the user recently started on the ilet and received an alert that glucose was over 300 mg/dl for 90 minutes, found the pump displayed cartridge empty after running out of insulin overnight, removed the cd steel infusion site with no bent cannula noted, and disconnected to administer subcutaneous insulin injections while awaiting a replacement device. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.